Event description:
Patient scheduled for pubovaginal sling and cysto. While doing the pubovaginal sling, the surgeon was using a boston scientific precision speedtac transvaginal anchor system and one of the two prongs bent. The surgeon was unable to fixate this tacker after the prong was bent because the tacker became dislodged from the holder prongs. The circulator opened another boston scientific speedtac transvaginal anchor system and this one worked without any problems. The rep has been in with the md at least four times. This is the 9th medsun report concerning this product. Manufacturer response for transvaginal anchor system, precision speedtac (per site reporter): unknown by this reporter.